Event description:
A customer contacted haemonetics regarding suspected hemolysis during first draw while using a pcs2 machine. The customer stated that during prime they heard noise and re-seated bowl to then re-start the procedure. Pink discolored cells were observed in the bowl and harness line heading towards bottle. No cells were returned to the donor. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics regarding suspected hemolysis during first draw while using a pcs2 machine. The customer stated that during prime they heard noise and re-seated bowl to then re-start the procedure. Pink discolored cells were observed in the bowl and harness line heading towards bottle. No cells were returned to the donor. No donor or operator injury was reported. The centrifuge o-ring can be the cause of the noise and hemolysis as the o-ring will crack if not properly maintained monthly as stated in the operator's manual. A field service engineer was sent to the site to service the device. The o-ring was lubricated to resolve the issue. Root cause is maintenance required for the centrifuge o-ring. The field service engineer assured that machine meets all mfg specifications. Haemonetics (B)(4).